Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the value for the pace impedance was higher but within range while the pacing thresholds and sensing was normal. When the lead was connected to the device high out of range measurements were noted. The shock values were high but within range. The system remained implanted. No adverse patient effects were reported.